Event description:
Journal reference: witt k, daniels c, reiff j, et al. Neuropsychological and psychiatric changes after deep brain stimulation for parkinson's disease: a randomized, multicentre study. Lancet neurol. 2008; 7(7):605-614. Deep brain stimulation (dbs) of the subthalamic nucleus (stn) reduces motor symptoms in pts with parkinson's disease (pd) and improves their quality of life; however, the effect of dbs on cognitive functions and its psychiatric side-effects are still controversial. To assess the neuropsychiatric consequences of dbs in pts with pd we did an ancillary protocol as part of a randomized study that compared dbs with the best medical treatment (bmt). Sixty pts were randomly assigned to receive stn-dbs and 63 pts to have best medical treatment. Reportable event: there was a negative difference in the mattis dementia rating scale initiation/perseveration subscore for the semantic and phonemic fluency scores of the verbal fluency test in the dbs group.

Manufacturer narrative:
.